Event description:
Device 2 of 3. Ref MFR report #1627487-2014-01752; ref MFR report #1627487-2014-01750. It was reported the pt is experiencing unintended and intermittent stimulation in the leg. Diagnostic testing revealed low impedance values on multiple contacts. Surgical intervention may be undertaken at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.